Event description:
It was noted the battery was dead.

Event description:
It was reported that the patient had stimulation in the wrong location. It was noted that the patient's physician had trouble getting stimulation in the left side, where 99% of the patient's pain was, which started right after implant. The patient saw her physician and the manufacturer representative yesterday for reprogramming. It was also reported that the patient tried to charge overnight, had the recharger on since this morning, could feel stimulation, but the device was only a quarter full blinking close to half. It was indicated that the patient's coupling boxes would come and go whether she moved or not. It was noted that the device was very deep and the patient could not feel it. Supplemental information received reported that the patient felt a shocking or jolting sensation that went entirely through her body to her head and dropped her to her knees; it was described as powerful. The patient's current programmed settings were: a1= 0+,1+,2+, 4-,5-,7+ / 6.7v 720pw, 60hz and a2 = 0-, 3+ / 4.2v, 450pw, 60hz. An impedance check was done with readings of low, out of range values on electrodes 5 and 7 today. It was noted that when the manufacturer representative met with the patient last week, electrode 6 was greater than 10,000 ohms and today it was noted that 0, 4, 6 where all greater than 20,000 ohms. The manufacturer representative was going to try to reprogram the patient around electrodes 5 and 7 to make sure no shorts were programmed. It was noted that since the patient was programmed to a short, this might have caused the patient to recharge more often. Further information received reported that the patient continued to receive comfortable therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that ¿after a lot of work¿ from the manufacturer the patient did not have any concerns with the device or therapy. It was noted the manufacturing representative ¿really worked hard to work out the problems¿ the patient experienced with stimulation. It was further noted that because the patient¿s ¿wires are breaking down¿ the manufacturing representative ¿kept me from chucking the whole thing into the ocean.¿ it was noted the patient received assistance from their health care professional or manufacturing representative and the patient¿s concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3998, lot# la4220, implanted: (B)(6) 2002. Product type: lead: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3998, lot# la4220, implanted: (B)(6) 2002. Product type: lead. (B)(4).